Event description:
Additional information was received from a healthcare professional (hcp) via manufacture representative (rep). It was reported that the issue could be the loban, the hcp suspected that perhaps hot saline could inter the sterile-drape folds and remain there causing the skin burn.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a manufacturer representative. The handpiece was disposed after the procedure and would not be returned for analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the incision had been close the, surgery was finished, and the handpiece had already been discarded. It was noted the patient underwent total knee arthroplasty using peak and aquamantys. The rep noted emosthais was managed optimally during surgery with the aquamantys. There were no complications that appeared during surgery. It was noted that once the surgery was completed and the healthcare professional (hcp) was preparing the medication, she noticed a strangecutaneous mark at the bottom of the incision which seemed to be a skin burn. The hcp stated they had used 190w of power and low flow, and the aquamantys had not been used on the skin. It was noted the hcp had kept aspiration near the tip of the aquamantys to collect the excess saline. The patient was listed as alive with no injury at the time of the report. Additional information was reported the patient presented a cutaneous mark which looked like a skin burn. It was noted that no electrical devices were used expect for the handpieces. It was believed that it was perhaps from the hot saline from the handpiece, but no certainly. Another assumption could perhaps be a burn from electrical device touch a toll such as retractor. It was noted the generator was still in use and would not be returned. It was noted the burn was 1 degree burns or less. It was noted the actions taken to treat the burn was a thin layer of fitistmoline (skin healing cream for skin wounds caused by heating and burn) was applied under the medication. It was noted the patient had recovered from the burn. It was noted the information was confirmed with the healthcare professional (hcp). Additional information reported the setting were cut 6 and 7 and coagulation 7 for one handpiece and the other 190w on low flow. It was noted the burn was thought to be caused by hot saline run off or the handpiece touching an oman, the hcp noted he put oman only laterally. It was noted that the hcp was possibly not diligent with the suction, given the area, the device would have had to been activated for a significant amount of time without having suction near by to do that.